Manufacturer narrative:
The customer was sent a replacement and a was requested to return the original pump for evaluation. To date, the device has not been returned, and therefore it cannot be concluded that the pump caused engorgement.

Event description:
Customer reported on 26 nov 2023 from sg alleging the elvie stride caused engorgement. Customer went to see a postnatal specialist who helped her to ease the engorgement with an ultrasound machine and massage .